Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and triggered elective replacement indicator (eri). This device was replaced and is not being returned by the healthcare facility. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.